Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that the mesher does not cut properly; cutters need to be repaired - blade is bent. No additional consequences have been reported as a result of this malfunction.

Event description:
Upon receipt of additional information, it has been determined that this reportable event was reported under (B)(4). This initial report was forwarded in error and should be voided.

Manufacturer narrative:
This medwatch is being filed as a correction, as initial report was forwarded in error. Upon receipt of additional information, it has been determined that this reportable event was reported under (B)(4). This initial report was forwarded in error and should be voided.